Event description:
It was reported that the patient was explanted (B)(6) 2014. More information has been requested but was not available at the time of this report, (B)(6) 2014.

Manufacturer narrative:
This report filed august 6, 2014.

Manufacturer narrative:
(B)(4): device currently unavailable.

Manufacturer narrative:
Per the clinic the patient sustained head trauma resulting in explantation of the device. This report is filed april 30, 2014.